Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by changing pump supplies, correction bolus via the pump, and a correction injection via manual insulin therapy. No third party assistance was required. Customer changed cartridge and infusion set to address the issue.